Event description:
It was reported that the ventilator while in use stopped operating. Reportedly, the screen turned dark and characters indicating "internal airway pressure" were displayed at the center of the screen. The patient was removed from the ventilator and manually ventilated before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No patient information was provided. The local representative ran the unit but could not duplicate the reported issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number: (B)(6).

Manufacturer narrative:
The service engineer (se) could not duplicate the reported issue however, in the ventilator diagnostic logs found error code indicating pressure regulation high. The customer declined service/repair of the device, so the unit was returned to the customer unrepaired. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.